Event description:
Note from lab tech: I was performing a venipuncture, and plunged the vacutainer tube onto the vacutainer needle. When I went to remove the tube and place another tube on, the rubber sheath on the vacutainer needle did not retract and blood spilled all over the tube and the draw table. I quickly added the other tube and finished the draw. When removing the second tube I removed the tourniquet and the sheath did the same thing, spilling blood onto the tubes and the table.